Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, and reflux testing. However, the valve did not meet the requirements for pressure-flow and preimplantation testing. There was proteinaceous debris noted on the interior and exterior of the device. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. Approximately 11 cm of the ventricular catheter was returned. Approximately 90 cm of the peritoneal catheter was returned. Both catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the physician placed the device and it did not drain intra-operatively. According to the report, after 15 minutes, the physician tried using a syringe at the distal end, but the device still did not drain. Reportedly, the device was replaced with another manufacturer¿s device and there was no injury to the patient.